Event description:
It was reported that the customer went to urgent care due to ketones and high blood glucose of 505mg/dl. The father stated that the customer was vomiting. The caller stated that they went to the urgent care first and they were referred to go to the emergency room. The father stated that the customer's glucose reading was 450mg/dl, and he gave her a correction without knowing that the tubing was broken and the insulin was dripping out of the broken tubing. Once the infusion set was changed, the father stated that the insulin pump was delivering insulin and the treatment the customer was getting from the doctor it was to drop her glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.